Manufacturer narrative:
Alleged failure: shows half image. When they originally plugged in the 1688 to the ccu, the image displayed was black on the bottom half of all the monitors. So only the top half of the viewable area was visible. When we unplugged the 1688 and turned the device off and on, the issue cleared. However, after we began smelling burning plastic. We could not determine if the burning plastic smell originated from the l11 the failure(s) identified in the investigation is consistent with the complaint record. Root cause: dust and lint on the electronic boards. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was partial image loss and a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was partial image loss and a thermal event.